Event description:
Customer reported that five (5) erroneous potassium results were generated by the unicel dxc 600i synchron access clinical system. The system was calibrated and quality controls were within specification prior to the event. The results were reported out of the laboratory. The samples were retested on a different system and yielded results within expectations. It is not known if there were any changes to the pts' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse found the electrolyte injector cup dirty and partially obstructed with what appeared to be gel, fibrin and red blood cells. The fse cleaned the injector cup. No further events were reported. The cause of the event appears to inadequate user maintenance / cleaning. This is one of five (5) medwatch reports being submitted as 5 separate pt results were affected. Reference the below MDR numbers for all associated events: MDR# 2050012-2008-00087, 06481, 06483, 06483. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for add'l reportable events.